Event description:
An infusion pump was received where a 715 failure code had occurred during the evaluation process in service. No patient injury or medical intervention was involved. Although an attempt had been made to obtain patient age, status or whether the device was on a patient or not, no additional information was provided. No additional contacts were obtained.